Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that, a patient was due to be extubated, and when attempting to suction the et tube prior to extubating, the staff was unable to do so as the adapter was stuck. According to the customer, in their efforts to remove it, the patient became very distressed and the tube was pulled out.